Manufacturer narrative:
The product was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance, when additional reportable information becomes available. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that after an intraocular lens (iol) was implanted, the lens and the optic separated from each other. The wound was widened and the iol was removed and replaced with the same model and power lens during the same surgical procedure. The patient's eye was sutured. There was an increase in astigmatism noted in this eye following the procedure. An unapproved viscoelastic was noted to have been used. The surgeon reported that he feels the root of the problems are with the injector. Additional information has been requested.